Manufacturer narrative:
(B)(4): all button contacts are intermittently responsive when pressed. The keypad was undamaged and was removed for investigation. Contamination was noted under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Here was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive buttons and contamination under the keypad buttons. This report is made based on the results of an investigation completed on (B)(6) 2012.